Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that customer received intermittent unexpected resets. Customer had elevated blood glucose levels (612 mg/dl), and medium levels of ketones. Customer delivered a manual injection to bring bg levels to target range. Customer was able to successfully load a new cartridge onto the pump. Customer reported they have back up manual injections for continued insulin therapy.